Event description:
Pt expired 1 hour after tesio insertion. Death summary: sepsis, staph aureus. Autopsy performed: results received 8/2002. Death due to cardiac tamponade due to right ventricle perforation associated with central line placement.